Event description:
An occlusion alarm was reported. The customer¿s blood glucose level was not adversely impacted, with values not exceeding 500 mg/dl. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. To resolve the issue, the customer changed the trusteel infusion set and cartridge, resumed insulin delivery.